Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that an (B)(6) patient developed a skin rash on his back underneath the left therapy electrode. The patient was given an ointment prescription from his physician. The irritation improved after using the prescribed ointment.